Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the unk handle (p/n: unk, lot #: unk) was received at us customer quality (cq). Upon visual inspection, the handle was broken into several pieces. Functional test: a functional test was not performed on the returned device as the mating devices were not returned. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review since the exact manufactured date of the device and part number were not identified, the drawings could not be reviewed. Complaint confirmed? Yes. Investigation conclusion the complaint condition is confirmed for the returned device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown handles: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a supracondylar elbow surgery, the scrub tech experienced difficulty inserting the screwdriver shaft into the torque limiter and quick connect. It was then observed that there was a burr on the screwdriver shaft. There was no surgical delay. The procedure was successfully completed using a different screwdriver. The patient outcome was unknown. This report is for one (1) unknown handles: trauma. This is report 2 of 2 for (B)(4).